Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in an inappropriate atrial tachy response (atr) episode on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. Additionally, a signal artifact monitor (sam) episode occurred with atrial noisy signals that disabled the minute ventilation (mv) feature. The plan is to have the health care professional (hcp) page a local boston scientific representative to assist in evaluation of the lead. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in an inappropriate atrial tachy response (atr) episode on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. Additionally, a signal artifact monitor (sam) episode occurred with atrial noisy signals that disabled the minute ventilation (mv) feature. The plan is to have the health care professional (hcp) page a local boston scientific representative to assist in evaluation of the lead. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the physician was not concerned of this issue and decided not to make any changes. The device remains in use. No adverse patient effects were reported.